Event description:
The facility's biomed reported an infusion pump with a failure code 808:01. This report was noted during biomedical testing. The biomed facility stated that no pt injury or medical intervention was involved with this pump. Information was requested regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional info was available. Additional contact info was requested but no additional contact was identified.

Event description:
The facility's biomed reported an infusion pump with a failure code 808:01. The biomed facility stated that no pt injury or medical intervention was involved with this pump. Info was requested regarding the date this report occurred, the medication involved, pump progremming and set-up info, specific pt info, tubing product code and lot number in use, but no additional info was available. Additional contact info was requested but no additional contact was identified.